Event description:
It was reported the patient¿s ipg was confirmed inoperable after their patient programmer displayed a communication error message. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was replaced. Issue resolved.